Manufacturer narrative:
Dentsply sirona became aware of a malfunction that occurred while using the ankylos implant system. This report is for the dental abutment device. Product return is requested and product will be evaluated after receipt. In case any new or additional information will be gained from this investigation a follow-up report will be sent. Trend is tracked and monitored.

Event description:
It was reported that a patient experienced a dental implant loss due to abutment fracture.